Manufacturer narrative:
To show system reporting on ens if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are product ID 3889-28 lot# va1lymu implanted: (B)(6)explanted: (B)(6) product type lead applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received it was reported that sheath stripped when the doctor was pushing the boot cover over the extension cable that connects to the lead. They said they were having a hard time getting the boot cover to slide up over the extension cable connection to cover the four set screws. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead sheath is of poor quality and seems to be a persistent finding. It was stated that having the stage 1 equipment farmed out has not helped the quality control. It was noted that ¿the lead needs to be handled as little as possible because [illegible] tension can lead to a sheath stripping. The lead needs to be made better and with better materials.¿ it was further suggested that ¿the boot should have a similar suture guard area which is outlined to rest the suture. Have one on each end not just one end. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1lymu, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was implanted with a neurostimulator for unknown interstim therapy. It was reported that the lead broke at electrodes as md was trying to boot over extension cable. The broken lead was explanted, and a new lead was placed. The lead sheath stripped away from the tip of the lead where electrodes insert into the extension cable as the doctor was trying to cover the boot over the extension wire. Lead was explanted and a new lead implanted at the same surgery. There were no further complications reported.